Event description:
It was reported that cartridge alarm 30 occurred and that caller had experienced cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump replacement was arranged by technical support as resolution.